Event description:
Dexcom 7 devices (multiple) consistently incorrectly alerts extremely/dangerously low blood sugar, e.g. Dexcom alerts blood sugar of 58 but correlating finger stick shows blood sugar of 118, and phone app chronically shuts off necessitating removal and redownloading. Until I figured out what was going on, the alerts/false readings were causing me to consume emergency sugar, which I know now was unnecessary and not helpful to my diabetes. Their helpline has acknowledged to me they know they have a problem and I have read numerous people are having problems. They need to fix or recall.